Event description:
On (B)(6) 2013, an IV catheter was inserted for infusion. The nurse primed the IV and the catheter and connected it to the infusion set, there was no abnormalities during infusion. On (B)(6) 2013 in the afternoon after removal of the catheter the nurse found that 1cm of the catheter was missing. An ultrasound was performed to identify the missing catheter piece, but was not found. There was no abnormal appearance around the insertion site and no adverse reaction occurred. On an unknown date, the infant was discharged from the hospital.

Manufacturer narrative:
Device history review was conducted and no anomalies noted. The sample was returned and visual examination was completed. The broken surface was smooth. Unable to exclude that the catheter may have been cut by a sharp object like scissors. An investigation was performed on retention samples. The catheter met quality control specification.